Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were multiple episodes of automated mode switch (ams) noted due to noise on the right atrial (ra) lead. There was also low pacing lead impedance noted on the lead. Technical support suggested reprogramming to resolve the event but no intervention has taken place at this time. The patient was stable with no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.